Event description:
Patient has been dialyzing with the use of nipro cellentia 17h dialyzer as prescribed since approximately (B)(6) 2025. Patient complained of severe itching on (B)(6) 2025, patient was administered benadryl 50 mg ivp. Nipro cellentia 17h discontinued and added as an allergy. Additional information received 02/25/2026: the patient was using an 180nre optiflux dialyzer on (B)(6) 2025. The dialyzer was changed to optiflux 180nr on (B)(6) 2026. Then the patient was changed again, to the cellentia 17h on (B)(6) 2025 (no rationale provided). The affected lot number is 25d21e. Benadryl, both oral and IV, was prescribed and administered during the treatment, but it did not resolve the itching. The patient reported severe itching approximately 40 to 60 minutes into treatment, which continued even after the patient returned home. The itching subsided the following day when the patient did not receive treatment. The patient arrived at the clinic without any visible signs or symptoms of itching.